Event description:
In this case, based on the op report, a 19mm edwards valve was seated into position, sutures tied securely. Prior to seating the valve, the root was irrigated copiously with saline solution again. After seating the valve, the aorta was then closed with horizontal mattress sutures and then running over and over. The patient was further warmed and weaned from cardiopulmonary bypass. The tee, however, showed significant aortic insufficiency and malfunction of the valve. The patient was then cooled and the cross-clamp was re-applied. The aorta was opened and the valve inspected. What happened was one of the sutures in closing the aorta had looped one of the struts, had not damaged or injured the leaflets. In fact, the leaflets coapted nicely once the suture was cut. Aortotomy was then reclosed carefully inspecting each suture to make sure that it did not impinge on the strut. The patient was further warmed and weaned from cardiopulmonary bypass. Tee showed that the aortic valve was functioning fine with no evidence of insufficiency or perivalvular leak. There was no mitral regurgitation, and the aorta looked normal. The patient was taken from the operating room to the CT pacu in stable condition.

Manufacturer narrative:
Device not returned. The subject device was not explanted, therefore, the subject device cannot be assessed for any deficiency. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, "one of the sutures in closing the aorta had looped one of the struts, had not damaged or injured the leaflets. In fact, the leaflets coapted nicely once the suture was cut" based on the operative report. No further actions are possible with the available information. Of note, a related report was submitted for model 2800 serial no.: (B)(4).